Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy.(full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the dysmenorrhoea and psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Lab data added. Events: abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleeding, psych injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, dysmenorrhoea, pelvic pain and loss of cervical lordosis. Concomitant products included alprazolam, ibuprofen, sertraline and trazodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("depression\psych injury") and anxiety ("anxiety,mental anguish"). The patient was treated with surgery (hysterectomy.(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : dysmenorrhea,menorrhagia. Lot number: 855632 manufacturing date: 2011/04 expiration date: 2014/04/30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, dysmenorrhoea, pelvic pain and loss of cervical lordosis. Concomitant products included alprazolam, ibuprofen, sertraline and trazodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (""dysmenorrhea" (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("depression\psych injury") and anxiety ("anxiety,mental anguish"). The patient was treated with surgery (hysterectomy.(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.; on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case the following events were confirmed via patients medical record : dysmenorrhea,menorrhagia. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : lot number added. Following events were added : abnormal vaginal bleeding, . Concomitant conditions and products added. Reporter information updated. Event psych injury updated to depression, anxiety/mental anguish. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (batch no. 855632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, dysmenorrhoea, pelvic pain and loss of cervical lordosis. Concomitant products included alprazolam, ibuprofen, sertraline and trazodone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), depression ("depression\psych injury") and anxiety ("anxiety,mental anguish"). The patient was treated with surgery (hysterectomy.(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical record : dysmenorrhea,menorrhagia lot number: 855632 manufacturing date: 2011/04, expiration date: 2014/04/30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Events outcomes were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.